Event description:
Information received from the field notes that the patient experienced "pulsing in his heart." Measured data revealed an atr ial lead impedance of <250 ohms in the bipolar configuration. The pulse amplitude was reduced to 33v which eliminated the patient's complaint.